Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after eating birthday cake without a meal announcement, reached a highest cgm reading of 315 mg/dl for about three hours, and later completed a full supply change with insulin delivery resumed; the infusion set was contact detach on the stomach, and no meter confirmation was performed. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper procedure, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.